Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart and a cold reset was performed. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced. The customer was advised to monitor the pump and continue to wear the pump until replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart error test. No unexpected restart alarm after battery change noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, cracked lcd window, stained end cap sticker, stained back address label and minor scratched lcd window.